Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a communication error and a cine disc not available error and locked up.